Event description:
Additional information was received from a manufacturer representative (rep). The patient is going to be scheduled for a complete replacement. I assume the lead is fractured or kinked. The lead is from 2014 do it has been in there for a long time. The patients therapy remains off so discomfort/ symptoms are improving in area felt which included lower back, pelvic region, groin and vagina.

Manufacturer narrative:
Continuation of d10: product ID 3889-28 lot# va0qdwk implanted: (B)(6) 2018 explanted: (B)(6) 2022 product type lead. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from a manufacturer representative (rep). The rep reported that the cause has not been resolved and remains in the patient at this time. No surgery has been scheduled yet and when the removal or replacement happens the rep noted they will recommend sending the lead to the company.

Manufacturer narrative:
Continuation of d10: product ID 3889-28 lot# va0qdwk implanted: (B)(6) 2018 explanted: (B)(6) 2022 product type lead. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Section d references the main component of the system. Other medical products in use during the event include: brand name interstim; product ID 3889-28 (lot: va0qdwk); product type: 0200-lead; implant date ; explant date medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a manufacturer representative regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction and urge incontinence it was reported that the patient was experiencing high impedances >4,000 on all 4 electrodes and stimulation in incorrect locations. The patient was also experiencing discomfort/soreness/pinching, worsening baseline symptoms of constipation and numbness. Patient turned therapy off january 13th. Symptoms improving that caused issues. Constipation remains